Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The service rep checked and adjusted the quick return mirror. The system was tested for several days and no problems were observed. (B)(4).

Event description:
The customer reported that there were intermittent black images during fluorescein angiography. The customer did not mention that they had to re-inject the pt with fluorescein or reschedule the pt exam. However, the info suggests that a repeat injection may have been necessary during the exam or a rescheduled exam due to the black images.